Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage occurred while the user was handling the device resulting in a water invasion of the device which led to abnormality of electrical parts. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was reported that the customer called into the olympus technical assistance center (tac) for troubleshoot help and stated that the patient was on the table and the scope was getting a b30 scope communication error. The customer was instructed to power off the cv-190/clv-190, clean connectors on the scope with an alcohol prep pad and allow it to dry completely, plug the scope back in, and power on cv-190/clv-190. After cleaning the scope connectors, the device displayed e315 scope err unsupported. The customer then power off the scope and removed the maj-1430 from the cv-190, and power on the devices, which resolved the e315 scope error. The customer then powers off, and connected a different scope, and did not get an error. And then the customer power off and remove the working scope and reconnected the first scope and the scope exhibited an e216 error code. The olympus technical assistance center (tac) customer the scope will need to be sent in for evaluation and repair. The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, b30 error and e315 error code due to scope connector corrosion, air/water channel leaking due to detachment of the channel, distal end cover dented, light guide lens cracked, bending section rubber cracked, charged coupled device and printed circuit board corroded, and control body corroded. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii colonovideoscope exhibited b30 scope communication error, e216 scope communication error, and e315 scope error. The event occurred during an endoscopic submucosal dissection (esd) colonoscopy procedure. It was reported that the procedure was completed using the same device with approximately 15 mins delay. There was no report of patient harm or user injury associated with this event.